Event description:
According to the customer, an accu tni result of 0.65ng/ml was obtained from a patient sample. On repeat test, the result was 0.03 ng/ml. The sample was repeated for the thied time and a result of 0.92 ng/ml was obtained. Customer routinely repeats all elevated results. Corrected test results obtained and reported within "minutes". The customer has not received any reports of injury requiring medical intervention or change to patient treatment that can be attributed to this event.